Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.5x200mm armada 14 balloon dilatation catheter with saline and use of an unknown indeflator air bubbles were noted. Another device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6/h10: subsequent to filing the initial report it was noted that the investigation findings, investigation conclusions, and component codes along with the analysis had inadvertently been left off the report.